Event description:
It was reported that a homechoice cassette was observed with air in the patient line with no alarm. The patient was connected at the time. This occurred during fill cycle one of five in peritoneal dialysis therapy. There was nothing found during troubleshooting that would cause or contribute the air in the patient line. The patient was to complete therapy with manual supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.